Event description:
International affiliate reported that upon removing the minicap from the transfer set, the dark blue part unscrewed from the light blue part. Prophylactic antibiotics were administered, and the transfer set was replaced no pt injury or further medical intervention was reported.

Manufacturer narrative:
.